Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 406 mg/dl and 400 mg/dl at the time of the incident. Another blood glucose level was 399 mg/dl. The customer stated that the there was no symptoms related to high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.